Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported proximal type I endoleak was confirmed; contrast was seen at the proximal aneurysm sac along the right side of the stent graft. The exact cause could not be conclusively determined from the films provided. Films at implant, and earlier post-implant films were not provided. The bifurcate location at implant was unknown. However, there appears to be disease progression, aortic neck dilatation, at the proximal bifurcate margin since implant leading to inadequate seal at the proximal bifurcate margin. In addition, the proximal aortic neck body was highly angulated (>60 degs), and the aortic neck diameter where the suprarenal stent was positioned was narrow (~ 10 mm). It is possible that disease progression (aortic neck dilatation) combined with highly angulated aortic neck may have contributed to event. The small aortic neck diameter where the suprarenal stent was positioned may have prevented the bifurcate proximal margin to expand to its full diameter, which may have also contributed to the event. Continued from block off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Morphology at implant is unknown; however, at the time of the intervention the neck angulation was 79 degrees. Tortuosity was noted as moderate and calcification was mild. It was reported that a follow up CT revealed a type ia endoleak. It was noted that the device appeared to be placed 3cm below the lowest main renal artery, however, it was noted that the graft was just below an accessory renal artery which provided a large portion of blood flow to the right kidney. A 25x25x70 endurant ii aortic extension was implanted and the lowest accessory renal was intentionally covered. This resolved the event. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.